Event description:
The pt was implanted bilaterally with siltex saline mammary prosthesis on 9/15/1998. Subsequently, the pt experienced bilateral deflation of the devices, capsular contracture and pain. The devices were explanted on 1/25/1999.